Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a short battery life issue. The patient reportedly experienced a blood glucose (bg) value of 360mg/dl with extreme thirst. The reported bg with symptom does not meet the animas criteria of an adverse event. The patient reportedly remained on the pump. This complaint is being reported because the reported issue was not resolved.